Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix preloaded rx biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a male patient on (B)(6) 2011 (patient age and weight are unknown). According to the complainant, the patient was being treated for a stricture of the common bile duct (cbd) due to pancreatic cancer and presented with cholangitis. During the procedure, a clogged stent (non-boston scientific device) was first removed. The replacement, advanix stent was then advanced through the scope and positioned within the cbd; however, while deploying the stent, the guide catheter separated from the push catheter and detached inside the patient. The broken piece of the guide catheter was removed using rat toothed forceps. The stent was deployed correctly within the cbd, however, the suture remained stuck on the stent. The suture was left to pass naturally and the stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix preloaded rx biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a male patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, the patient was being treated for a stricture of the common bile duct (cbd) due to pancreatic cancer and presented with cholangitis. During the procedure, a clogged stent (non-boston scientific device) was first removed. The replacement, advanix stent was then advanced through the scope and positioned within the cbd; however, while deploying the stent, the guide catheter separated from the push catheter and detached inside the patient. The broken piece of the guide catheter was removed using rat toothed forceps. The stent was deployed correctly within the cbd, however the suture remained stuck on the stent. The suture was left to pass naturally and the stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation. Visual evaluation of the device revealed the guide catheter to be detached from the welded cannula and pull wire assembly. The broken cannula assembly that connects the guide catheter to the pull wire was pushed through the dual lumen extrusion and was stuck inside the ramp window. The suture hole and ramp window of the push catheter were torn. The suture was found detached from the push catheter assembly. The guide catheter was found kinked at the proximal end, likely where the device was held during removal of the guide catheter. A mold impression was also noted at the proximal end of the guide catheter, indicating the pull wire and cannula assembly was properly attached the guide catheter during manufacturing. The guide catheter was cut in several locations near the distal end in order to examine the pull wire. Visual evaluation revealed the pull wire to be broken near the cannula assembly, with one piece of the pull wire remaining attached to the cannula. The proximal end of the pull wire, near the handle was kinked. The noted damages likely occurred due to anatomical or procedural factors encountered during the procedure, such as tortuous anatomy or maneuvering of the device; therefore the most probable root cause for this complaint is operational context. A review of the device labeling found the device was used according to the labeling. .